Event description:
During preparation for a pulmonary vein isolation (pvi) procedure for atrial fibrillation, the flush port of a versacross bmc transseptal sheath was found to be broken upon opening the sterile package. The procedure was completed with another of same device. No adverse events were reported.